Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer evaluated the unit and found repeated cases of fault 118. He replaced drive manifold assembly (d104-00-0031) related to the fault 118. Performed complete pm with full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit had an unspecified alarm, according to the customer the device was turned off and plugged in sitting in a corner when it started alarming. There was no patient involvement.